Manufacturer narrative:
Upon receipt at our (B)(4) laboratory this left ventricular (lv) lead was thoroughly inspected and analyzed. The lead did not pass the stylet insertion test which was most likely due to the blood and body fluid found in the lumen. All other incoming tests were passed. The allegation of dislodgement could not be confirmed, but the allegation of an occlusion was confirmed in the lumen of the lead.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. During the revision procedure, an occlusion was noted. Subsequently the lv port was plugged for possible epicardial lv lead placement in the future. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.